Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 250 events were reported for this quarter. Product return status: 244 devices were received. 1 devices were not available for evaluation. 5 device investigation type has not yet been determined. Event confirmation status: 241 reported events were confirmed; the cause was traced to component failure. 8 evaluations are still in progress. Evaluation results: 241 devices were found to be affected by chipped paint. Additional information: 250 devices were not labeled for single-use. 250 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 250 </noe> malfunction events in which the device had paint chips missing. 248 events had no patient involvement; no patient impact. 2 events had no information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 250 events were reported for this quarter. Product return status 244 devices were received. 6 devices were not available for evaluation. Event confirmation status 244 reported events were confirmed. Evaluation results 244 devices were found to be affected by missing paint chips. Additional information 250 devices were not labeled for single-use. 250 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 250 </noe> malfunction events in which the device had paint chips missing. 248 events had no patient involvement; no patient impact. 2 events had no information received.